Event description:
It was reported to philips that power supply issue caused geometry loss; fuse repeatedly jumped on a allura cv20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Failure isolated; system restarted and returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).